Event description:
It was reported that during the procedure, it was noted that the right ventricular (rv) lead exhibited impedance out of range. The rv lead was not implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.